Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video telescope displayed a green image. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was determined that there were alternating colored images (violet or green). After disassembling the device and checking the individual components, the image error could be assigned to the r-unit. The r-unit was replaced, and the device was returned to specifications. Olympus will continue to monitor field performance for this device.